Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on unknown date, patient underwent posterior correction fusion at l10-s1 ( l3: osteotomy). Post-op, a rod breakage was observed in the position where the surgeon skipped to place a pedicle screw after osteotomy was performed at l3. So, on (B)(6) 2016, revision surgery was performed to add a rod with domino for stability. (L2/3: anterior fusion). No patient complications were reported in revision surgery. The broken rod is still implanted in the patient and is connected with rod and connector.